Event description:
This ra lead was implanted on (B)(6) 2015 and remains implanted as of this time. A report received in technical services on (B)(6) 2017 stating that the patient reported afib. There is some atrial undersensing occuring that is visible on the presenting egm. It is currently programmed to agc .25 mv in the ra and could be programmed to a more sensitivity setting. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).